Manufacturer narrative:
(B)(4). Patient information was requested, but not provided. Event details including implant date, explant date were requested but not provided. No results available since no evaluation performed. The lot number remains unknown.

Event description:
A physician reported to gore that a patient was implanted with gore® synecor biomaterial. It was reported that the device was removed due to infection.

Manufacturer narrative:
The product was originally reported as gore® synecor preperitoneal biomaterial. Additional information received from the physician confirmed the product to be gore® synecor intraperitoneal biomaterial. Additionally, the physician reported the infection was related to dehiscence of the wound, not the device. It was reported the culture confirmed: e. Coli, enteroccous faecalis as there was no reportable incident associated with the gore® synecor intraperitoneal biomaterial device, this report is being retracted.